Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up with a serious programmer error. Programmer powered up as expected after software was reloaded. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. (B)(4).

Event description:
It was reported that the programmer received an error when trying to install software from the software defined network (sdn). It was noted that the programmer crashed with the error message, ¿serious programmer problem.¿ based on the given information, it was determined that the error was due to corrupt files and could not be cleared in the field. An email was sent advising that the programmer be returned for repair. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.